Event description:
An asymptomatic patient presented to clinic for lead evaluation. Low voltage impedance had decreased and capture threshold had increased. Suspected externalized conductors observed via fluoroscopy. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that the lead was capped and replaced. At follow-up, elevated threshold and increased impedance were observed. Lead fracture was noted.

Manufacturer narrative:
(B)(4).